Event description:
A report was received that a pt had been burned by her charger. The pt experienced a large blister at the burn site which took several months to heal. The pt states to be unable to feel hot or cold sensation. At the time of the burn, the pt was under sedatives and sleeping and when the patch fell off she was burned. The pt's caregiver noticed the burn as the pt could not feel it. Current device labeling warns against charging while sleeping, as it may result in a burn.